Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. No pump error 37 alarms noted during testing. However, unit received with unexpected battery power loss and had high sleep and active currents. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found moisture damage on the [force sensor/pcba 1/pcba2/motor]. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. The motor was tested outside of the device and passed. Pump error 37 alarms confirmed on 09/20/2022 at 5:36pm. Pump error 53(line number 228 file number 32109) critical handling alarms confirmed on the history/trace files 09/20/2020 at 1:02pm. Force sensor zero offset (within) specification (24.1mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked retainer, cracked case, cracked battery tube threads, and cracked case on the battery tube side. Critical pump error (open book image) alarms not confirmed. Unexpected battery power loss confirmed during testing due to moisture damage on the electronic assemblies. Pump error 53(line number 228 file number 32109) critical handling alarms confirmed on 09/20/2020 at 1:02pm due to a software anomaly (esf#3000698). Pump error 37 alarms confirmed on the pump history/trace files on 09/20/2022 at 5:36pm due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump showed the open book image error after she changed the battery. No harm requiring medical intervention was reported. The insulin pump had pump error alarm was displayed before the open book image was displayed on the screen. The customer was assisted with troubleshooting. The device will not be returned for analysis.